Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found bending section could not bend in up direction due to wear of angle wire, scope connector cover unit had a scratch, forceps elevator had discoloration and a scratch, free engagement knob had discoloration and a scratch, right/left angulation control knob had discoloration and a scratch, upward/downward angulation control knob had discoloration and a scratch, switch box had a scratch, scope connector had a scratch, universal cord had a scratch, grip had a scratch, control unit had a scratch and discoloration, bending section cover had a scratch, scope cover had a scratch, and connecting tube had a scratch. Water removal ability, water supply volume, and air supply volume did not meet the standard value due to clogged nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.